Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6)2026, it was reported that the patient had an x-ray, and the procedure was unrelated to the sensor or any treatment.. On (b)(6), the inaccuracy occurred. He began feeling sick and decided to go to the hospital at approximately 12:30 PM. No BG FS or CGM values were specified for the time period at home. Upon arrival at the Emergency room (ER), he was given IV fluids, and no other treatment was provided at that time. The BG FS value upon arrival was not specified. At around 7:00 PM that same day during the time at the hospital a BG meter reading was 450 mg/dL, and the CGM value was 300 mg/dL. He was treated with an insulin injection. The CGM sensor continued to show values approximately 150 mg/dL lower than the BG FS values by staff. No other CGM values were specified. He received treatment with insulin at the hospital based upon the BG FS values. On (b)(6)2026 he was discharged at 3:00 PM in stable condition. No medications were prescribed at discharge, no other details were specified. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. On (b)(6)2026, there were no reported glucose values available to search within the Parkes Error Grid calculator. On (b)(6)2026 when the patient was at the hospital, the reported glucose values fall within the B zone of the Parkes Error Grid. After being treated with insulin, there was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. No additional patient or event information is available.